Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end stage left ventricular heart failure. The system is designed for in hospital and out of hospital settings. Product event summary: the controller was not returned for evaluation. The event file revealed controller power up event(s). As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after log file review that the controller experienced loss of power event(s). The controller remains in use. No patient complications have been reported as a result of this event.